Event description:
It was reported that the patients ipg was difficult to be charged and would not connect to the remote control and the clinician programmer. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will not be returned as it was discarded per facility policy.